Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown femoral stem, unknown femoral head, unknown liner, unknown augment. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3005751028 - 2020 - 00015.

Event description:
It was reported that in an unknown timeframe post implantation, the patient was revised of the hip components due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Item number and lot number were not provided. Unable to perform a field action check image review referenced in (B)(4) of the linked complaint: (B)(4) images will not be submitted to mmi at this time. They are of poor quality. Additionally, the complaint alleges infection. X-ray review would not enhance investigation. Medical records including, initial and revision operative notes, lab work, and office visit notes would enhance investigation but were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.